Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the caller that they were unable to communicate with the implanted ins. The caller said that the system had not been working for ¿awhile.¿ there were no symptoms and there were no further complications reported.